Manufacturer narrative:
The manufacturer previously reported on this device in MDR tw (B)(4). This report was submitted as a duplicate report of the previously submitted report.¿

Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The user's allegation of respiratory tract irritation does not denote harm or serious injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.